Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The battery depletion was due to the device's response to oversensing. The oversensing was believed to be caused by an insulation break on the endotak lead. The physician replaced the endotak transvenous defibrillation lead.